Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control performed an initial evaluation on the customer's device and did not verify the reported issue. Physio did find that the device would not complete the boot up process. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power right before use on a patient. A backup device was employed with no adverse consequences to the patient.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power right before use on a patient. A backup device was employed with no adverse consequences to the patient.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. The cause of the reported issue is the system pcb assembly. Due to part obsolescence the device cannot be repaired. The customer was provided with a loaner device until a permanent solution is identified.